Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, during an intraocular lens (iol) implant procedure, by pressing the injection button, the injector advanced by above the iol and making it impossible for it to come out of the cartridge and consequent injection into the eye. Iol even partially entered the cartridge but tore inside breaking one haptic. We even opened the cartridge in an attempt not to lose the iol however we found that it was damaged. The procedure completed with another iol. There is no harm reported to the patient.

Manufacturer narrative:
Photo review: a lens is presented on a tv monitor. The lens is placed on a surgical material. Half of one haptic is broken/torn. The optic edge is torn/damaged. Based on our observation of the attached photo, haptic and iol optic edge is damaged. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).